Event description:
It was reported that the tape that was used to hold the external neurostimulator in place, made the patient feel "itchy from head to toe" and they were not able to sleep because they were rolling around a lot due to the itching. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).